Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported, deflation. And a exchange from textured to smooth implants, due to the patients concern with the products. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on posterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, observed broken on plug strap side assessed as surgical damage and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported deflation and a exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.